Event description:
Healthcare professional reports a pt was noted to have swollen lips, red sclera and shortness of breath at the onset of the pt's treatment using a psn 210 dialyzer. The treatment was stopped and the pt was removed from the dialyzer at the onset of the pt's symptoms. The pt treatment was continued with a different dialyzer membrane without incident. The healthcare professional reports no pt injury and the pt is fully recovered at this time.